Event description:
The customer discovered questionable ion selective electrode (ise) results when the medical oncologist called to question the sodium results for three patients. The samples were repeated on a cobas c501 analyzer. Patient 1 initial sodium result was 126 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial sodium result was 127 mmol/l and the repeat result was 140 mmol/l. Patient was female with birthdate of (B)(6) 1948. Patient 3 initial sodium result was 128 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 118 mmol/l and the repeat result was 101 mmol/l. Patient's birthdate was (B)(6) 1937. The oncologist confirmed that the repeat results matched the patients' conditions. The patients were not adversely affected. The sodium electrode lot number was 21544547. The chloride electrode lot number was 21552747. The expiration dates were requested, but were not provided. The customer believed the cause to be the calibration prior to the samples being tested. This calibration had a lower factor but was not flagged. She noted the qc after this calibration was also low. A later calibration had a higher factor and the qc was back near the mean. The field service representative could not find a cause. He checked the fluidics and operation of ise module. He ran a precision test with ise indirect and direct calibrators and the results match ise calibrator values. A specific root cause could not be identified. From the provided data, it was suspected a preanalytic handling issue caused the low results for patients 1 and 2. A disturbance in the kcl/ise flow path such as micro bubbles, grounding effects, or partial clogging were suspected to have caused the issue with patient 3.